Event description:
Six months after getting mentor breast implants I became extremely ill and exhausted. My joints hurt, I began having anxiety attacks, insomnia, frequent periods followed by sudden early menopause. My hair is falling out, I can't remember anything. I'm light headed and my blood pressure is elevated. I'm gaining weight, my hip keeps slipping out of the socket. I have sharp pains in my right breast and arm, and have been diagnosed with hashimotos disease. FDA safety report ID# (B)(4).